Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, after deployment of a 29mm 29mm sapien 3 ultra in the aortic position via transfemoral approach, when pulling negative on the balloon the atrion filled with blood. No rupture seen when playing back images. No leak seen upon inflation on the back table, manipulation of the balloon and shaft. Patient stable. Additional information indicated that the entire balloon was inflated, no damage was observed on the balloon shaft, no leak was seen, just blood in the atrion. The area of leakage could not be determined. Per pre-decontamination findings, a pinhole leak was observed on crimp balloon, around center triple marker

Event description:
29mm sapien 3.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The 29mm commander deliver system was unlocked in packaging position, no flex, no fine adjust. The full loader cap assembly was over the flex shaft and the balloon was full expanded. A pinhole leak was observed on crimp balloon, around center triple marker. The returned devices were visually inspected, and the following was observed: leakage from pinhole on crimp balloon, near center triple marker. No other visual abnormalities observed. Due to nature of the event, no functional testing was performed. Dimensional inspection double wall thickness measurements of the crimp balloon was performed, and the measured components were within specifications. Imager evaluation was performed; imager provided b the site showed patient anatomy and calcification present in annulus all inspections are conducted on 100 of the units. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A device history record review DHR was performed and did not reveal an manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The following instructions for use IFU were reviewed; commander deliver system, commander with s3 device preparation manual and commander with s3 procedural training manual. No IFU or training deficiencies were identified. The complaint failure balloon leak was confirmed, and evaluation of the returned product showed that the device conforms to specification. A complaint history review for balloon leakage revealed confirmed complaints. Available information suggests that patient calcification, preexisting valve, tortuosity, vessel site and or procedural factors crimped valve interaction with balloon, damaged crimp balloon, excessive manipulation, excessive manipulation withdrawal, flex tip pulled back, guidewire manipulation, high alignment forces, high push force, interaction with bent valve strut, noncoaxial interaction with strut, noncoaxial interaction with valve strut, over inflation of balloon, valve alignment in non straight section, valve alignment with damaged deliver system factors ma have contributed to the event. Since no edwards defect was identified, no corrective or preventative action is required. Review of the DHR and lot history did not provide an indication that a manufacturing nonconformance would have contributed to the complaints. There was no evidence of product nonconformances or labeling IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history monthly. The review of risk management file is complete, and no further action is required. The complaint for failure balloon leak was confirmed based on visual inspection of returned device. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide an indication that a manufacturing nonconformance would have contributed to the complaints. A review of ifutraining materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. As reported, when pulling negative on the balloon the atrion filled with blood. No rupture seen when playing back images. No leak seen upon inflation on the back table, manipulation of the balloon and shaft. Patient stable. Additionally, the provided imager revealed that there was calcification present. It is possible that calcification ma have punctured the balloon during deployment. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A definite root cause was unable to be determined at this time. However, available information suggests patient calcification contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and an excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing non conformances or labeling and IFU or training deficiencies were identified, no product nonconformance was confirmed. No corrective or preventative actions nor product risk assessment escalation are required.